Event description:
It was reported to boston scientific corporation that a solyx sis system was implanted (B)(6) 2009. According to the complainant, the patient experienced an unknown injury. According to the physician, the patient was very large, weighing approximately (B)(6). The patient also had a very large funiculus. The procedure was not successful; the patient continued to have urinary leakage. No erosion was reported. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.